Event description:
It was reported that during insertion of the sheath/dilator assembly, the sheath tip became caught on tissue, and the result was a tear to the internal jugular vein. The event occurred during an open heart procedure and the bleeding from the vein tear went into the chest cavity. The hemorrhage was drained and the pt recovered without any further problems.